Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. The needle broke at the tip after the surgeon continuously sutured a few stitches. No fragment remained in the pt's body. There was no adverse consequence to the pt.